Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient indicated he had a hard time breathing for a couple of treatments last fill. Follow up with the patient¿s peritoneal dialysis patient¿s nurse indicates that the patient did not complete treatments and felt that the difficulty breathing was a result of cycler not draining sufficient fluid. The nurse reported that there was no medical intervention provided. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (stat drain) where 3500ml allegedly drained. This drain is 233% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1500ml is 2700ml. Therefore, a reportable malfunction has occurred.